Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with sales representative they were using an arctic sun device for skills day and noticed it was not behaving properly. It was noted that the device was not heating and low flow alert, after running a functional check with fluid delivery line was only and in manual control, they noticed not heating and low flow, in bypass flow rate was 0.4 - 0.6 lpm, inlet pressure was -7.0 and circulation pump command was 44. Attached a shunt and got flow rate was 3.4lpm, inlet pressure was -7.0, circulation pump command was 74 percentage, device had 1691 also consider doing the 2000 hours preventive maintenance under service plan.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed heater. The device was evaluated and the reported issue was confirmed as the device wasn't heating during testing. Replaced heater. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with sales representative they were using an arctic sun device for skills day and noticed it was not behaving properly. It was noted that the device was not heating and low flow alert, after running a functional check with fluid delivery line was only and in manual control, they noticed not heating and low flow, in bypass flow rate was 0.4 - 0.6 lpm, inlet pressure was -7.0 and circulation pump command was 44. Attached a shunt and got flow rate was 3.4lpm, inlet pressure was -7.0, circulation pump command was 74 percentage, device had 1691 also consider doing the 2000 hours preventive maintenance under service plan.